Event description:
A report was received that a pt was experiencing a painful sensation in her back while the stimulator was on. Attempts made to reprogram the pt were not successful. The physician has recommended that the pt be explanted.